Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. There was no harm to the patient, no intervention was required, and no repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A lubrication was used to facilitate placement of the capsule.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by post market vigilance investigation personnel. One bravo capsule delivery device and one capsule were received for investigation. There is no enough information to determine if product whether or not product meet spec. The visual inspection found no notable conditions. The customer reported they had two capsules which failed to attach. There is no enough information to determine if product failure has been confirmed or not. The investigation performed did not determine the issue cause because the capsule just arrived for investigation. The investigation performed did not determine the cause of the reported issue. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.